Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: at 09.00 on (B)(6) 2024, the speed was set to 500 milliliters an hour (ml/h) (no selected lkm), vssi 2000 milliliters (ml) in 4 hours with 2 pieces 1000 milliliter (ml) bags. After 60 minutes it was observed that it has been introduced a little amount. According to the nurse, the pump sounded a little different. She weighs the drip bag and compares with unused and weighs only 200 grams less. It is estimated that it went in only 250 milliliters in 85 minutes. No patient complications were reported as a result of this event.